Event description:
DESIGN defect in the home-use PureWick system tubing connection, resulting in loss of suction, stagnant fluid accumulation, and recurrent Urinary Tract Infections (UTls a critical quality and design disparity between the PureWick system utilized in hospital settings and the version distributed for home care use. "[Profanity]" configuration. The catheter tubing securely attaches to a robust, ribbed connector that ensures a stable, cohesive seal with the tubing.The home version of external catheters lacks any ribbed or secure locking mechanism; the connection rapidly degrades. While the manufacturer recommends this tubing every 90 days at a cost of $182 per line, the tubing realistically maintains adequate physical placement for no more than 40 days. His poor connection causes two severe issues:Suction Failure: The lack of a cohesive seal drastically limits the system's vacuum/suction capacity.Stagnant Fluid & Infection: Due to the compromised suction, urine fails to clear the line properly, it remains stagnant and festers within the catheter assembly. As a direct consequence of this design flaw and the resulting bacterial exposure, the patient has suffered two documented urinary tract infections (UTls) within a one-year period of use. The home connection mechanism requires an immediate design revision to match the secure, ribbed integration used in clinical settings to prevent patient harm. The most commonly reported problem with the PureWick Male External Catheter home unit is "loss of suction."' Based on my own experience, the suction pump/canister unit is not the source of this problem. The point of failure is the tubing connector on the external catheter itself: the home-use catheter uses a flat, unribbed connector at the tubing interface, unlike the PureWick ribbed catheters supplied in hospital settings. The home version flat connector does not grip the tubing wall, and a gap opens at the seam, which causes intermittent times of a loss of suction. BD/PureWick instructs users to replace the collection tubing every 90 days, at a cost f approximately $189 per replacement kit. In my experience, the at-home unribbed connector does not reliably hold a seal for the full 90-day interval - it begins leaking and losing suction after approximately 45-60 days, roughly half the stated replacement interval. This means the device is being reported and possibly logged as a generic "suction problem" rather than as a connector design/seal defect. Reduced suction leaves urine standing in the catheter, which has contributed to recurrent urinary tract infections in my own use of this device. A search of the public MAUDE database shows other reports of leaking and connector related problems with his same product line, which suggests this may be a broader pattern rather than an isolated incident.